Event description:
It was reported to the aci sales professional that an obese male patient in his (B)(6) underwent a diagnostic coronary catheterization procedure. The exact date is unknown. Access was obtained at the common femoral artery via a 5f procedural sheath at the mid femoral head. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. There were no reported complications during the procedure or closure. It was reported that post procedure, the patient moved himself from the procedure bed onto another bed. Five hours later, the patient developed a 'football-sized' hematoma. It was reported that 20 minutes of manual compression was applied to the site and the hematoma was resolved. The patient was kept overnight due to the time of day in which the procedure was performed. The patient was discharged the following day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.